Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received at the service center and evaluated. The defects reported by the customer were verified and repaired. The reported complaint of defective device was confirmed. Motor corroded: motor replaced. Short circuit in the motor cable - motor cable replaced. Resistance value out of specs: hand control set replaced. Unit decontaminated. All the tests according to the service manual were performed and the device is fully functional to the specifications. Per the input check report, the root causes for the reported complaint were corroded motor, damaged insulation, and defective buttons. The device was fully repaired. This product 0951m2276 was not manufactured in kimball electronics, poland. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the buttons of their micro tornado handpiece with hand controls device were unstable. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.